Event description:
Caller reported experiencing a cartridge alarm during the load process, with their blood glucose level displayed as "high," although a specific value was not available. There was no adverse impact to the customer's blood glucose level. To address high blood glucose, the customer administered a correction injection via multiple daily injections (mdi). The issue involved consecutive cartridge alarms, and technical support confirmed the replacement of the pump with one that includes updated software. The customer was instructed to return the problematic pump and understood procedures for storage and return. They were also guided on setting up their replacement pump and acknowledged all instructions provided by technical support.